Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to an episode of atrial arrhythmia with rapid ventricular response (rvr). This was not an isolated event as this patient had received inappropriate therapy in the past. The device remains in service. No additional adverse patient effects were reported.